Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was 249 mg/dl at the time of incident. The troubleshooting was performed and they were unable to complete the rewind and unable to clear the alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted.